Manufacturer narrative:
Concomitant products: product ID 389033, lot # j0527141v, implanted: (B)(6) 2005, product type lead; product ID 389033, lot # j0527141v, implanted: (B)(6) 2005, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 74002, lot # n305392, implanted: (B)(6) 2013, product type adapter. (B)(4) .

Event description:
The consumer reported that she had a severe staph infection on (B)(6) 2015 and was on IV therapy for a couple of months. The indications for use were failed back surgery syndrome and spinal pain. No device issues reported. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that to resolve the staph infection the patient was hospitalized twice and had IV antibiotic for 60 days.